Event description:
Information received indicates the siderail is broken.

Manufacturer narrative:
The technician replaced the siderail to repair the bed. Analysis of the returned part indicated there was a broken weld on the siderail.